Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, lead noise and low, out of range pacing impedance was noted on right ventricular lead. The vibratory alert had elicited. The physician capped and replaced the lead on (B)(6) 2019. The procedure was completed without any patient complications. The patient was discharged to home stable and will be continued to be monitored.